Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. There was pre-existing thrombus in the left atrial appendage (laa). The xtr clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, there were two jets remaining. The leaflets were ungrasped and the clip was repositioned. Additional grasps were performed. There was good mr reduction and mean pressure gradient was 3mmhg. During leaflet insertion assessment, the posterior leaflet slipped out of the clip and the mr returned to 4. The clip was opened and retracted to the left atrium. The posterior leaflet appeared to be fragile. The grasping area seemed to be frayed after grasping, but no tissue was missing. Echocardiogram showed an increase in mr, but la pressure was stable and hemodynamics did not change from the beginning of the procedure. The procedure was discontinued, with no clips implanted. The mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and the difficulties appear to be due to case circumstances. The leaflet damage was likely caused by the grasping attempts. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.